Event description:
It was reported that the patient, with this inflatable penile prosthesis device, presented with a sticky pump that was not allowing the device to inflate anymore. A revision surgery was performed, during which the physician identified the pump valve was stuck and the implant was not inflating anymore. The physician left the reservoir in place, placed a new one on the contralateral side, and replaced the cylinders. There were no patient complications.